Event description:
A customer reported that their pump display was frozen on the lock screen, and they were unable to clear the display using the button alarm. The customer's blood glucose level was recorded at 169.2 mg/dl, which is within the normal range. Despite attempting a pump reset as advised by technical support, the issue persisted, so the pump was replaced. The customer was instructed to use multiple daily injections as backup therapy to ensure continued insulin delivery and was guided on how to return the malfunctioning pump.